Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer leaned into a fence while wearing the pump and as a result the pump touch screen cracked. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.